Event description:
On 8/8/06, the lay user/reporter, the pt's wife, contacted lifescan (lfs) alleging, the one touch basic meter was giving inaccurately low readings. The medical affairs specialist (mas) reviewed the recorded telephone call and was able to classify the case based on the original info provided. In 2006, in the evening, the pt obtained the blood glucose reading of 57 mg/dl on the reported meter. Following this meter reading, the pt experienced the symptoms of dizziness, stomach pain, back pain and diarrhea. The pt was given sugar to eat. During these symptoms, the pt obtained the blood glucose reading of 'lo mg/dl'; however, according to the owner's booklet for this meter, the meter will not present this message. The pt's wife contacted his physician, who recommended the pt be taken to the emergency room. The pt was taken to the emergency room, where at 10:30 pm, his blood glucose level was tested to be 343 mg/dl. The pt received no treatment. The pt was advised to continue taking his oral diabetes medication. The pt takes metformin 1000 mg per day. The next day, once his symptoms subsided, the pt's blood glucose level was tested to be 144 mg/dl. The customer care advocate (cca) determined during the troubleshooting telephone call, the meter was programmed for the correct unit of measure. The cca was determined during the call that, the pt's technique was incorrect, and the test strips were expired, both of which can cause inaccurate readings. No qc testing was performed during the call, as the pt's test strips and control solution were expired. The meter, test strips and control solution were replaced. While hyperglycemic and having symptoms, which may or may not have been related to being hyperglycemic, the pt obtained low blood glucose readings on the reported meter. Although, the alleged inaccurate readings may have been caused by the use of expired test strips, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.